Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 72 months after the implant oversensing on the rv farfield channel was noted. The lead is still implanted and active. It is supposed to be exchanged during the next replacement of ICD (no ICD therapies were needed so far).